Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for urgency frequency. It was reported that the trial patient saw a return of their symptoms. "The" were unhooked the external neurostimulator (ens) and their sister plugged the cable back into the ens. The therapy was off and they were assisted with turning the device back on. They increased the stimulation to 12.3 on the left side. Additional information received on "(B)(6)" 2018 from the patient reported that their feet were turning blue. The stimulation was decrease and their symptoms returned, so it was increased again. The patient was advised to contact their healthcare professional (hcp) for the issues. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Based on additional review of the event, it was determined that the patient code of (B)(4) no longer applies to the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.